Manufacturer narrative:
(B)(4). On (B)(6) 2023, case-2023-00077630, the customer alleged was hospitalized for low bg. On (B)(6) 2023, case-2023-00026385, the customer alleged was hospitalized for high bg and dka. On (B)(6) 2023, case-2023-00012291, the customer alleged for grinding noise when rewinding. On (B)(6) 2022, case-2022-00839451, the customer alleged the pump won't pair to his phone. On (B)(6) 2021, case-2021-00833604, the customer alleged was hospitalized for high bg and dka. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched keypad overlay during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No grinding noise during the rewind test. Pump properly paired to minimed mobile app on a samsung phone and apple iphone. No bluetooth communication anomaly between pump and mobile phone noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.3 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg, low bg and dka. The force sensor is within specification. Customer alleged not confirmed for grinding noise when rewinding and unable to pair the pump to the mobile app. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of over 33 mg/dl at the time of the event and was treated for a whole day in the emergency room. Troubleshooting was performed. It was unknown that the customer using pump within 48 hours prior to event or not and auto mode feature was active at the time of the event or not. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not completely correct in the initial report. The corrected information has been provided in section b5 with this report.

Event description:
Corrected/missed description: incident blood glucose was not over 33mg/dl but was 33mg/dl. Troubleshooting was declined. Pump was returning for analysis.